Manufacturer narrative:
(B)(4). The reported device was discarded and will not be returned for analysis; however, an investigation into the reported event is in process. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the arcos hex screwdriver had fractured. There was no patient involvement. No additional information available for the reported event.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.